Event description:
Reportedly, the nurse's aid was opening a partially closed sharps container and was stuck with a contaminated needle while putting the syringe in the box. The nurse's aid received blood tests for bloodborne diseases and the preliminary tests are all negative. The hospital has reported no patient injury occurred.